Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, issue of the device starting up when the sleep status is canceled was confirmed. The device's system board needs replaced to address the issue. Additionally, during the evaluation of the device at the manufacturer's service center, an error code related to the oxygen blending module was observed. The device's oxygen blender module board needs replaced to address the issue. Customer requested that device be returned unrepaired.